Event description:
No patient injury. Customer started normal injection, but instead of programmed flow and volume, the injector ran at high speed, not stopping until end of syringe. Patient line at connector broke. Hospital repeated without patient and got similar result. Service rep. Could not reproduce problem.